Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), hyperthyroidism ('hyperthyroidism'), weight increased ('weight gain') and genital haemorrhage ('excessive bleeding') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (number of pregnancies: 8. Number of abortions: 6. Number of deliveries: 2) and pulmonary embolism (as a result of oral contraception). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling "), renal pain ("kidney pain"), pain in extremity ("leg pain"), fatigue ("extreme tiredness"), depressed mood ("sadness"), blindness ("vision loss"), amnesia ("memory loss"), hypothyroidism ("hypothyroidism"), depression ("depression"), candida infection ("candidiasis") and abdominal pain ("pain in the abdominal area, navel pain") and was found to have weight increased (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2016 performed a gastric bypass, removal of left essure by salpingectomy of left fallopian tube and thyroidectomy in (B)(6) 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hyperthyroidism, weight increased, genital haemorrhage, swelling, fatigue, depressed mood, blindness, hypothyroidism and depression outcome was unknown and the renal pain, pain in extremity, amnesia, candida infection and abdominal pain had not resolved. The reporter considered abdominal pain, amnesia, blindness, candida infection, depressed mood, depression, fatigue, genital haemorrhage, hyperthyroidism, hypothyroidism, pain in extremity, pelvic pain, renal pain, swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: patient medical history added. Essure date implanted and date explanted updated. New events: hyperthyroidism, hypothyroidism, weight gain, abdominal pain, candidiasis and depression added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), renal pain ("kidney pain"), pain in extremity ("leg pain"), fatigue ("extreme tiredness"), depressed mood ("sadness"), blindness ("vision loss") and amnesia ("memory loss"). The patient was treated with surgery (removal of left essure by salpingectomy of left fallopian tube). Essure was removed in 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, renal pain, pain in extremity, fatigue, depressed mood, blindness and amnesia outcome was unknown. The reporter considered amnesia, blindness, depressed mood, fatigue, genital haemorrhage, pain in extremity, pelvic pain, renal pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling "), renal pain ("kidney pain "), pain in extremity ("leg pain "), fatigue ("extreme tiredness"), depressed mood ("sadness "), blindness ("vision loss") and amnesia ("memory loss "). The patient was treated with surgery (removal of left essure by salpingectomy of left fallopian tube). Essure was removed in 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, renal pain, pain in extremity, fatigue, depressed mood, blindness and amnesia outcome was unknown. The reporter considered amnesia, blindness, depressed mood, fatigue, genital haemorrhage, pain in extremity, pelvic pain, renal pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.